Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 60-year-old male patient (91kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. While mapping they noticed a pericardial effusion via ultrasound (us). The patient blood pressure dropped and when using us again they noted the effusion was larger. A pericardiocentesis was performed and approximately 400cc of fluid was removed. The patient was stabilized and no other intervention was needed at this time the physician¿s opinion on the cause of this adverse event is unsure on cause of adverse event. The patient outcome of the adverse event was fully recovered (no residual effects). Extended hospitalization was not required. Ablation generator information. Smartablate system rf generator us. Ref (B)(4). No transseptal puncture was performed. No ablation performed as the event occurred during mapping phase. No evidence of steam pop. Flow settings were 2ml/min maintenance flow. 15ml/min high flow. The correct catheter settings were selected. Pump never switched because no ablation was performed. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, and vector with the visitag module used. Max distance change 2mm. Minimum time 3 seconds. Force overtime 25% and minimum force 3 grams. Tag size 3mm. Respiration adjustment selected. Impedance drop used for color option. 0 to 5 ohms. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable

Manufacturer narrative:
On 30-jul-2022, the product investigation was completed. It was reported that a 60-year-old male patient (91kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. During the patency test, some holes in the dome were found occluded with foreign material and it was sent to fourier transform infrared spectroscopy for further analysis. It was concluded foreign material is primarily composed of a biological-based material, presumably human tissue. A manufacturing record evaluation was performed for the finished device 30799751l number, and no internal action was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).